Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #7r; cat#5517f702 ; lot# ddh4d. Triathlon asymmetric x3 patella; cat#5551-g-401; lot# pa98. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
All poly tibia study: as noted on the 6yr visit of the follow-up questionnaire (collected over the phone), the subject noted yes and no to their satisfaction with the right knee replacement. The surgery fixed the pain and allowed to walk, but the entire process has not met expectations. The patient is having difficulty walking due to stiffness. The subject has not had surgery on the knee since the last study visit/contact.

Event description:
All poly tibia study: as noted on the 6yr visit of the follow-up questionnaire (collected over the phone), the subject noted yes and no to their satisfaction with the right knee replacement. The surgery fixed the pain and allowed to walk, but the entire process has not met expectations. The patient is having difficulty walking due to stiffness. The subject has not had surgery on the knee since the last study visit/contact.

Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon tibial component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the office note dated (B)(6)2024 describes a patient that is pain free and ambulating normally. Active range of motion is 0-120. Ap and lateral x-rays show a cemented tka with an all-polyethylene tibia in anatomic position with pristine bone cement interfaces. No harms or hazards were seen in this review. Should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it as reported that the patient is experiencing stiffness. A review of the provided medical records by a clinical consultant indicated: "the office note dated (B)(6)2024 describes a patient that is pain free and ambulating normally. Active range of motion is 0-120. Ap and lateral x-rays show a cemented tka with an all-polyethylene tibia in anatomic position with pristine bone cement interfaces. No harms or hazards were seen in this review. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.